Event description:
It was reported that the patient did not announce a meal to the ilet system because their blood glucose was in the 80s and they believed it was too low to announce; after starting to eat, their glucose was not rising, and they inquired about system behavior when a meal announcement is missed. Symptoms included concern about low glucose and potential postprandial hyperglycemia risk, though no acute adverse events were reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included customer education and troubleshooting on meal announcement practices and confirmation that the algorithm would attempt to correct out-of-range glucose levels. Investigation of this case revealed no device malfunction or component failure and indicated user-related handling related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement with the device functioning as designed.